Event description:
A report was received that the patient was experiencing severe pain at the ipg site. The patient underwent a revision procedure wherein the pocket was revised. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-50, serial #: (B)(4), description: infinion cx 50 cm lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing severe pain at the ipg site. It was noted that the patient had high impedances. The patient underwent a lead replacement and pocket revision procedure. No device malfunction was suspected. The patient was doing well post operatively.